Event description:
New information received noted the patient's device was explanted and replaced due to capacitor charge time limit. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2018. Upon review, the implantable cardioverter defibrillator reached a capacitor charge time limit on (B)(6) 2018. No intervention was reported. The patient was stable.

Manufacturer narrative:
Correction: the initial report indicated remedial action type "blank". The correct response is "recall". Correction: the initial report indicated if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number "blank". The correct response is "z-2572-2014".

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.